Event description:
It was reported that the patient had developed an infection at ins site; the area overlying the generator had been painful with symptoms of fluctuant, warm and erythematous skin noted. No fever or chills were reported. The pulse generator was subsequently replaced (exact date was not provided); the patient had recovered without sequela.

Manufacturer narrative:
.